Manufacturer narrative:
D10 concomitant product: forcetriad force triad energy platform serial # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a hepatectomy procedure, the handpiece had sealing issue when used on a 1-2 mm vessel. After sealing and cutting, mild/minimum bleeding was found when the jaws were opened but did not require a blood transfusion. There was no re-grasp alert but activation tone and end tone were heard. It was able to complete 2 to 3 seals before the issue occurred and was cleaned after 2 to 3 activations. A new handpiece was used and it worked fine.